Manufacturer narrative:
Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received with the shunt assistant submersed in the return kit; items returned included progav, shunt assistant, third part ventricular catheter, and reservoir. The progav was set at a pressure setting of 3 cmhx0 at time of intake. No visible significant deformations or damage was detected. Permeability test- this test has shown that the valve and reservoir were permeable. Adjustment test - the valve was adjustable to all settings. Braking force and brake function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer-controlled test - to investigate the claim of over-drainage, the opening pressure is measured using a testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve was shown to operate within acceptable tolerances. Results - after the tests, we have dismantled the valve, in order to verify whether the valve was compromised by the known risks of therapy. Inside, we found build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigations, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances, but we assume that the deposits found within the valve could have led temporarily to functional impairment. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported underdrainage and revision surgery. Initial shunt placement surgery in (B)(6) 2018. Since the initial surgery, the patient barely showed sign of reduced ventricular size, and the surgeon suspected blockage of shunt since early stage of the initial surgery. Revision surgery was done, and the surgeon manually pumped the reservoir several times and the shunt only showed one drop of csf from the outlet port. Upon this finding, the surgeon suspected blockage of the shunt. Request was addressed by the surgeon for analysis of the valve for presence of blockage inside the shunt, esp. The valve. The product will be sent directly to miethke.